Manufacturer narrative:
Conclusion: hypotension is a known potential adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A cine image of the implanted valve and also an image of the heavily calcified native valve were received. Cardiac arrest is a known potential adverse effect per the device IFU. These complications are typically a result of other cardiovascular events. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. As per the additional information received, the physician noted ¿in no way did a defect in the delivery system cause the injury¿. According to the physician the cardiac arrest occurred due to the total occlusion of the orifice of the aortic valve when the delivery catheter system (dcs) was advanced across it. We know in this case that the patient had a heavily calcified native valve. This may have contributed to this event. There is no information to suggest a device malfunction or a failure to meet specifications that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a heavily calcified native annulus and via a left carotid approach, the delivery catheter system (dcs) was advanced into the ascending aorta. The nose cone was then advanced past the valve and hypotension occurred. The dcs was pulled back into the ascending aorta and hypotension continued. Cardiopulmonary resuscitation (CPR) was initiated and extracorporeal membrane oxygenation (ECMO) was used as the dcs was positioned in the annulus and the valve was implanted. Defibrillation was performed, and the blood pressure and rhythm recovered. Two days after implant, ECMO was removed. Per the physician, it was suspected that the cardiac arrest occurred due to a total occlusion of the orifice of the aortic valve which involved the device. No additional adverse patient effects were reported.